Manufacturer narrative:
There was no patient present.a medtronic representative went to the site to test the equipment. After speaking with tech support and checking the percents and space available on the system, they agreed that the computer may be starting to malfunction. The rep notified the hospital's administration to make them aware that mnav no longer supports part replacement for these systems as they have become obsolete. The site said that they are in discussion about upgrading to a newer navigation system.

Event description:
A medtronic representative reported that during a planned maintenance the computer did not boot up correctly when I first turned it on. The monitor stayed blank. After restarting the system, the computer then became unresponsive in the setup screen and also in the navigate screen on the 3rd attempt to do a full system checkout. I was able to do 3 successful registrations without any computer issues out of 5 or 6 attempts. There was no patient present.